Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a regulatory report from (B)(4) health authorities from (B)(4) of aseptic peritonitis and acute myocardial infarction with st segment elevation (intracoronary thrombolysis) in a patient coincident with extraneal therapy for peritoneal dialysis (pd). On (B)(6) 2010, the patient developed aseptic peritonitis, requiring hospitalization that day. Extraneal was discontinued on (B)(6) 2010. On (B)(6) 2010, the patient experienced an acute myocardial infarction and was transferred to the intensive cardiac care unit. On (B)(6) 2011, the patient experienced an acute myocardial infarction with st segment elevation (intracoronary thrombolysis). The patient was treated with unspecified antibiotics, given ip and parenteral. At the time of this report, the patient was recovering from aseptic peritonitis. Outcome for the event of acute myocardial infarction with st segment elevation (intracoronary thrombolysis) was not reported. The reporting physician did not provide an opinion of causality for the events of aseptic peritonitis and acute myocardial infarction with st segment elevation (intracoronary thrombolysis).